Manufacturer narrative:
The downloaded data generated an 0xcb alarm, indicating lvd (low voltage detection) interrupt was detected. No timeouts or drive stalls were observed in the pod data. The fluid path, needle mechanism, and drive mechanism were inspected for damages or abnormalities that could contribute to the generated alarm. Low battery voltages were observed but the shelf mode current could not be accurately measured due to the corrosion on the pcb. No other issues were observed in the inspection. The exact cause of the hazard alarm could not be determined. Further investigation of the device discovered corrosion on the top and bottom housing as well as the internal components of the device. A leak test was performed and discovered a leak on the unexposed portion of the soft cannula. The leakage was caused by a tear, which prevents the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. The tear with respect to the nail head of the soft cannula measured out to be 0.239". Thus, the internal corrosion was caused by the internal tear of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 21.6 mmol/l (388.8 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod generated a hazard alarm during a bolus delivery.